Event description:
It was reported that a small volume infusor leaked during storage. The drug involved was unknown. The leak was suspected to be from the blue winged luer cap, however, the exact location is unknown. There was no patient involvement. Additional information was requested and is not available. This is report 2 of 2.

Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured between april 10, 2014 and april 11, 2014. The sample was not returned for evaluation, therefore, the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.